Manufacturer narrative:
On (B)(6) 2022 - the consumer did not provide their name or address information in order for the manufacturer to request the device. Therefore an investigation will not occur.

Event description:
On (B)(6) 2022, the consumer claims she noticed the product got hot after touching it after 30 mins. Injuries did not occur. The consumer did not provide a name or contact information. Therefore we will not be receiving the product for an investigation.